Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Insulin pump primed properly. No unexpected back light anomalies noted. No unexpected audio/vibrated anomalies noted. No unexpected low battery alarm anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that sometime insulin pump was not alarm for low reservoir. Customer's blood glucose level was unknown. Customer reported that they had slow priming and weak battery. The insulin pump will not be returned for analysis.